Event description:
It was reported that multiple malfunction alarms occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, but then reoccurred. Reportedly, customer continued to use the pump for insulin therapy. There was no adverse impact to the customer's blood glucose level.